Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the occlusion on the occluder was released and calibration error occurred intermittently. There were no reported adverse consequence to the patient.

Manufacturer narrative:
The reported complaint was confirmed through pictures provided. Multiple diligence attempts were unsuccessful for part return so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.